Event description:
The product was used during an open cholecystectomy procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.